Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated due to the reported event of the patient undergoing a circuit exchange. Available information for this event indicates that the patient was switched from a centrifugal pump to a centrimag pump due to an atypical noise sounding from the centrifugal pump. No issues regarding the centrimag motor (serial number unknown) were reported, and available information for this event also indicates that the patient¿s parameters appeared to be standard with the centrimag system in use. The root cause of the reported event was not correlated to an issue with the centrimag motor. The centrimag motor¿s serial number was not provided. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU (rev. 06) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system producing an atypical noise was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis, and no log files were provided. No further information was able to be obtained, and available information for this event indicates that the centrimag equipment was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The centrimag motor¿s serial number was not provided. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through medwatch report # mw5176465 that the assistant mechanical circulatory support (mcs) coordinator reported a new squeaking sound coming from the centrifugal pump (cp). They sent a short clip of the centrifugal pump with the high-pitched noise. They also sent a picture of the gallery view with the patient parameters shown. The clinical specialist called for the details. There were some changes in patient parameters, which suggested a circuit change out was needed. They changed the circuit to a centrimag pump. They almost discovered a clot in the circuit and sent a photo of it. The patient parameters on the centrimag screen seemed to have been normal for the time being. A biohazard kit was delivered. It was reported that the same patient developed a clot while on the previous circuit with rotoflow before switching to vitalflow.